Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and found a leaking cuvette wash pump. The fsr replaced the aero c8k pop vlv (ln 09d36-02) and the bellows, bellows only (rohs) (ln 2-89054-02) which resolved the issue. A review of the service history for the analyzer identified no additional contributing factors on or around the time of the issue. A review of complaint and trending data for aero c8k pop vlv and the bellows, bellows only identified no issues or trends. A review of device history records for the parts did not identify any non-conformances or potential non-conformances. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Event description:
The customer obtained a falsely elevated architect magnesium result on the architect c16000 analyzer. Sample ID (B)(6) generated 6.60 and 1.92 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Section a: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a falsely elevated architect magnesium result on the architect c16000 analyzer. Sample ID (B)(6) generated 6.60 and 1.92 mg/dl. No impact to patient management was reported.